Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed a no delivery. They changed the infusion set and reservoir but it did not help. The customer's blood glucose during the incident was 390 mg/dl. The insulin pump passed the displacement test. A manual prime was performed and the alarm recurred. They did a complete change set but the device alarmed no delivery. The insulin pump will be returned for analysis.